Event description:
Patient was taken from emergency department to radiology for a CT scan. While the contrast was being injected into the IV, the IV tubing ruptured. Contrast was immediately stoped and IV tubing was bypassed. The tubing was not kept.